Manufacturer narrative:
(B)(6). Age at time of event: patient is over the age of 18 years.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.